Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model fnl-10rp3 is available in the USA with a 510k?number k951196. We checked the returned and confirmed that the cfb image failure. Based on the result, we concluded that it was caused due to the excessive force applied on the cfb. In addition, we confirmed that insertion flexible tube (ift) buckled and worn out, segment hard to move, light guide fiber bundle (lcb) broken and objective lens unit broken; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(broken).